Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. During inspection of the equipment, it was noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensors were replaced.

Event description:
The hospital reported that, during a case, tidal volume was noted to be lower than expected. There was no reported patient injury.